Event description:
It was reported that the tip fell apart. A 140x25cm fathom -16 was selected for use. During preparation, while shaping, it was noted that the tip fell apart. The procedure was completed with another of the same device. No patient complications were reported.